Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain around the fixture site. It was determined that there was a failure to osseointegrate. Explantation is planned but has not occurred as of the date of this report, (B)(6), 2010. It is unknown whether there are plans to reimplant the patient. No evidence of infection was found.